Manufacturer narrative:
The received device had the cannula assembly deployed. The distal tip of the exposed portion of the soft cannula was severed and the soft cannula measured out of specification. Fluid was observed exiting through the tear. It cannot be determined when or how this damage occurred. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 386 mg/dl. The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.